Event description:
Seven weeks after a cypher stent was implanted in the mid-right coronary artery, the pt developed cardiogenic shock. A coronary angiogram was conducted, and thrombus was observed inside the stent. To treat the thrombus, balloon angioplasty was conducted. Additional info is unk. Two days later the pt expired. At the index procedure, an elective angioplasty was conducted to treat a target lesion in the mid-right coronary artery. The vessel was de novo, concentric and aha/acc classification type b1. The lesion length was 17mm balloon at 6atm for 20 seconds. A 3.0 x 28mm cypher was implanted at 16atm for 15 seconds. Post-dilation was not conducted. Ivus was also not conducted. Timi flow before the procedure was 3 and 3 after the procedure. An act was not measured. Five weeks later, the pt returned to the hosp due to cardiac failure, which was caused by a myocardial infarction of the left coronary artery (lca), which had been treated earlier at a different hosp before the cypher stent was implanted. Details of that procedure are unk. A coronary angiogram was conducted, and revealed a thrombus occlusion in the cypher implanted at the mid right coronary artery. To treat the thrombus, balloon angioplasty was conducted. Additional procedural details are unk.

Manufacturer narrative:
Physician's comment: the probable cause of the thrombotic event was because the pt developed cardiac failure due to the left ventricular function failure, which deteriorated the blood flow of the rca. Additional info will be submitted 30 days upon receipt.